Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump¿s button had hard to press. Customer¿s blood glucose level was unknown. Customer reported that insulin pump was louder during rewind. Customer also reported the insulin pump was cracked at the side of case. Customer reported that the insulin pump's button more difficult to press and to response. Customer reported that the insulin pump was louder during rewinding and had motor error. The insulin pump will be returned for analysis.